Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow up. Upon interrogation, it was observed that the device was operating in safety mode. The device was planned to be replaced within three days. No adverse patient effects were reported. It was later reported that the device was not explanted and replaced yet and a new procedure date has not been determined.

Manufacturer narrative:
This report will be updated when additional information is received.